Manufacturer narrative:
(B)(4). Device product code : phx. UDI # n/a. Concomitant medical products: comprehensive taper - cat. No. 118001, lot no. 761510; humeral tray ¿ cat. No. 115340, lot no. 457900; hydroxyapatite porous coat ¿ cat. No. 115330, lot no. 550050; screw ¿ cat. No. 115381, lot no. 831360; fixed screw ¿ cat. No. 180500, lot no. 219550; humeral stem ¿ cat. No. 113852, lot no. 924010; adapter ¿ cat. No. 118001, lot no. 781510; crs standard bmt ¿ cat. No. 115310, lot no. 535460; humeral bearing ¿ cat. No. Xl-115363, lot no. 702700; fixed locking screw ¿ cat. No. 180504, lot no. 852160; fixed locking screw ¿ cat. No. 180504, lot no. 905450. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018 -05118, 0001825034 -2018 -05119, 0001825034 -2019 -00647, 0001825034 -2019 -00648, 0001825034 -2019 -00649. Reported event was confirmed by review of operative notes and x-rays post initial surgery. As per the x rays post initial surgery, surgeon had pulled the glenosphere off of the glenoid with loss of articulations. As per the revision surgery operative notes, the glenosphere was completely pulled off the glenoid. The actual glenosphere locking screws remained intact. There was a small bony defect where the central screw fit into the glenoid where it pulled off. There was a prominence of a broken screw. This was posterior most screw that was broken and protruded. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Device evaluated by MFR: not returned to manufacturer.

Event description:
It was reported patient had comprehensive reverse shoulder revision surgery in less than two (2) months post initial surgery due to disassociation of the glenosphere which may have resulted into fracture of posterior most screw. No additional patient consequences were reported.